Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Initial reporter phone: (B)(6). Initial reporter email is not available / unknown. [Conclusion]: the healthcare professional reported that during the coil embolization procedure at the lumbar artery, several coils were successfully implanted in the target lesion and the 3mm x 6cm galaxy g3 mini coil (glm930060 / l14479) was prepped without any issue and handled per the instruction for use (IFU), however, when the coil was unlocked and was under the attempt to be implanted, the introducer sheath was damaged. The physician did not use excessive force during the unsheathing or resheathing of the introducer. It was reported that there was no kink nor bend observed on the introducer sheath prior to use. The coil was replaced, and the procedure was completed without any patient adverse event or complication. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 3mm x 6cm galaxy g3 mini coil was returned and was received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed kinked at 2cm from the proximal end. The marker band was found at 41cm from the hub; this is within specification. The resheathing tool was in good condition. The coil introducer was unzipped and kinked. Microscopic inspection was performed. The v-notch was inspected and was observed to be in good condition. The resistance heating (rh) and articulation joint were both in good condition. The rh did not show evidence of being heated. The embolic coil was observed protruding from the introducer and was in stretched condition. The visual inspection performed on the returned device confirmed the reported issue that the coil introducer sheath was damaged. The introducer was also kinked. A review of manufacturing documentation associated with this lot (l14479) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. The coil stretched condition was not originally reported in the complaint, however, the device positioning unit was kinked at 2cm from the proximal end and the coil introducer was also kinked ¿ an indication that there was likely force applied during device handling, though the exact cause cannot be conclusively determined. Procedure and/ore device manipulation/interaction may have caused the coil to become stretched. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 3mm x 6cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure at the lumbar artery, several coils were successfully implanted in the target lesion and the 3mm x 6cm galaxy g3 mini coil (glm930060 / l14479) was prepped without any issue and handled per the instruction for use (IFU), however, when the coil was unlocked and was under the attempt to be implanted, the introducer sheath was damaged. The physician did not use excessive force during the unsheathing or resheathing of the introducer. It was reported that there was no kink nor bend observed on the introducer sheath prior to use. The coil was replaced, and the procedure was completed without any patient adverse event or complication. The product was returned for evaluation which revealed that the embolic coil was stretched. Based on the product analysis on 8/19/2019, this event has been deemed MDR reportable as a ¿malfunction.¿